Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled "custom triflange revision acetabular components for significant bone defects and pelvic discontinuity: early UK experience" written by matar he, selvaratnam v, shah n, and wynn jones h. Published by journal of orthopaedics published online/accepted by publisher 1 jan 2020 was reviewed. The article's purpose was to retrospectively review 17 patients treated at a specialist unit with significant acetabular defects and pelvic discontinuity who were reconstructed with custom triflange implants. Competitor acetabular components used with a mix of both depuy and competitor femoral components. Depuy products with known adverse event(s): femoral stem - c-stem x 4, unknown depuy head x 6, reclaim stem x 1, reclaim proximal body x 1. Adverse events: 1 case of hematoma with washout (involving c-stem and unknown depuy head). 1 case of dislocation with revision (involving unknown depuy head). 3 cases of walking difficulty with no indicated treatment. 1 case of pain, instability, and decreased range of motion with no indicated treatment (involving c-stem and unknown depuy head)."